Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. For: omni pod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. After realizing elevated bg levels, patient's mother found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. A hazard alarm during operation reportedly occurred as well. As treatment, patient was given a bolus and drank water. The patient's blood glucose, carbohydrates and insulin history are as follows: (B)(6).